Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(4). Customer reported receiving false positive results on covid-19 assay. Field service was not dispatched. System supported requested that the customer performed environmental monitoring to eliminate the possibility of contamination. Customer performed 3 em swabs and results were satisfactory. Customer also performed 6 runs on known negative covid-19 specimen and the results were negative. Follow-up confirmed that the instrument was functioning correctly. No parts were returned to bd for investigations. Complaint is unconfirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported while testing for sars-cov-2 with bd max¿ system, bd max¿ instrument a false positive result was obtained. Confirmatory testing was performed with a unspecified methodology and the result was negative. There was no report of patient impact. Assay used: bd max - covid 19 assay the following information was provided by the initial reporter: false positive. They tried a different methodology and it came out negative. And when they tried those negative, it came out positive in bd max..

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 with bd max¿ system, bd max¿ instrument a false positive result was obtained. Confirmatory testing was performed with a unspecified methodology and the result was negative. There was no report of patient impact. Assay used: bd max - covid 19 assay. The following information was provided by the initial reporter: false positive. They tried a different methodology and it came out negative. And when they tried those negative, it came out positive in bd max.